Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the "2 amp circuit breaker" has been identified to be the faulty component. 2amp circuit breaker tripped. Correction: reseted 2amp circuit breaker. The device is working properly again.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.